Event description:
An endeavor sprint over the wire drug eluting stent was implanted in the mid lad. Approx 8 months post the index procedure the pt died due to respiratory failure secondary to pneumonia with undefying cause of cerebral infraction. The pt had been taking aspirin and clopidogrel; however at the 6 month f/u it was reported that aspirin was interrupted due to upcoming shoulder surgery. The investigator has indicated the death was not associated with a myocardial infarction or stent thrombosis.

Manufacturer narrative:
(B)(4). Eval, results: (cva), (death).